Event description:
It was reported that pump repeatedly declared altitude alarms while insulin delivery was suspended, and alarms continued to recur even after cleaning speaker holes, reconnecting cartridge, and loading new cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to clean pump, reconnect and replace cartridge, wait for moisture to evaporate, and then transitioned to multiple daily injections as backup therapy, while technical support arranged replacement pump.